Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A site representative reported to the medtronic representative that there was possibly patient movement while breaching the sphenoid sinus on the patient. The root cause of the imprecision is suspected to be the patient movement during the procedure.

Event description:
A medtronic representative reported that, while in a cranial resection, there was a 3-4mm posterior imprecision observed when using the straight suction. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.